Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 375cc and experienced breast pain and rupture on the left side post-operatively, which was confirmed via mammogram. As a result, the patient underwent removal on (B)(6) 2021.

Manufacturer narrative:
On mar 17 2021, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the explantation date was (B)(6) 2021. On (B)(6) 2021, the replacement device was identified as a mentor gel breast implant (serial number (B)(6)). Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
See h11 for corrected information details. Manufacturer¿s reference number: (B)(4), on (B)(6) 2021, it was noticed e1. Initial reporter facility name, e1. Initial reporter address line 1, e1. Initial reporter address line 2, e1. Initial reporter city, e1. Initial reporter state, and e1. Initial reporter postal code were incorrect. This information was for the healthcare provider. The initial reporter was the patient. E2. "Health professional?" Has been updated accordingly.